Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the vad coord. Suspected the pt had a bi bleed and was readmitted on (B)(6) 2014. The pt received two units of blood at home under direction of his hematologist. It was noted that the day after the transfusion the hgb was even lower than pre-transfusion. A capsule study revealed oozing along large portions of small bowel. The pt was scheduled to undergo a balloon enteroscopy on (B)(6) 2014. The pt's ejection fraction (ef) was also noted to have improved. The team will discuss a possible explant to resolve issue. On (B)(6) 2014, info received from the vad coord. Via the clinical specialist. Pt has a long time history of hematological issues. He was bleeding in spots throughout his intestine. We are going to do some more testing prior to explant. On (B)(6) 2014, it was reported that the pt was discharged home (B)(6) 2014. Gi bleed controlled as per prior notes. No plant to explant at this time. Event resolved for now. No product to return, the pt is ongoing.